Event description:
A falsely elevated troponin I result of 0.61 ng/ml was obtained. The result was reported to the physician. The sample was restested again and a result of 0.02 ng/ml was obtained. Patient treament was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to sample integrity.

Manufacturer narrative:
No further evalution of the device is required. Analysis of instrument data indicates that the cause for the falsely elevated troponin I result is sample integrity. Use error: the IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of partriculate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation". The instrument is operating within specifications.